Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed weak battery after new batteries had been inserted. The blood glucose reading was 600 mg/dl. The customer's husband stated that the insulin pump was out of control and that they had gone through many batteries unsuccessfully. He stated that his wife was scared of the insulin pump, declined troubleshooting, and requested replacement of the device. The caller stated that he did not believe the device was delivering insulin at all. Advised replacement of the insulin pump. Nothing further reported.